Event description:
The device broke during the procedure, and x-ray confirmed the pieces were removed. No harm came to the patient. A new device was obtained, and the rest of the procedure was completed without incident.